Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: defective (lcd) display. Root cause: rc-041: user/mechanical stress. Note: manufacturer contacted customer in a follow-up call on 16-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for defective lcd display. Customer stated there is a black mark in the middle of the screen. The customer did not take any medication based on results. The customer feels well and did not report any symptoms. No medical intervention associated with the use of the product was reported.